Manufacturer narrative:
H.6. Investigation: customer returned a photo of a 1/2cc, 8mm, syringe with a poly bag from lot # 9149948. Customer states that the needles are dull to the point of not being able to insert into skin, there are inconsistencies have caused consumer to have to re-use or missing doses and they cause pain, the needles are bent, and there is a mild skew in the needle to syringe alignment. The photo was examined and exhibited the cannula bent over. It is difficult to determine if the sample shown in the photo has a dull or blunt point on the cannula, or if there is a placement issue solely from the attached photo. A review of the device history record was completed for batch# 9149948. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200824420, 200824601, 200824465] noted that did not pertain to the complaint. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (pain, dull, blunt, difficult/unable to operate, placement). No exact root cause determined. H3 other text : see h.10.

Event description:
It was reported that device is damaged causing doses to be missed with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that difficult/unable to operate (missing doses).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that device is damaged causing doses to be missed with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: (2 of 3 complaints) it was reported that difficult/unable to operate (missing doses).